Event description:
A hospital in (B)(6) reported that water leaked at the connection between the feedset tube and the bag spike of an mr290 autofeed humidification chamber during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned complaint mr290 chamber was visually inspected and connected to a water bag for testing. Results: the chamber filled to the expected fill level, and small drops of water began to build up at the connection between the feedset tube and the water bag spike. Visual inspection revealed that glue was present around the spike tubing connection. Conclusion: we were unable to determine the cause of the reported fault. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed post production, possibly as a result of failure of the glue bond that joins the spike to the water feedset tube. A lot check revealed no other complaints of this type for lot 110426. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". (B)(4).